Event description:
The issue was found during maintenance.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the image sensor unit had abnormality during angulation, causing the suggested event. As for the cause of the abnormality, since abnormal image occurred during angulation, irregular stress may have been applied to bending section, which damaged image sensor unit cable inside. However, a definite root cause that led to the malfunction could not be identified. The event can be detected and prevented by following the instructions for use which state: ¦warnings and cautions: caution: turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions; disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope showed no image. The issue occurred during preparation for use for a non-specified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.